Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board was replaced by the customer prior to returning for evaluation.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging service required code was found in the ventilator's downloaded error log. There was no report of patient harm or injury. The device was returned to the manufacturer's service centre for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by manufacturer. There was one error found. The manufacturer concludes that they could not confirm the customer allegation and there was no visible foam degradation and unit scrapped due to age. Section h6 (type of investigation, investigation findings, investigation conclusions) updated in this follow up report.